Event description:
Unexpected negative reactions for antibody screen were reported on the abs2000 on a patient with a historical anti-fya in their serum. The anti-fya was detected with manual tube testing.

Manufacturer narrative:
Review of the images from the instrument indicated strong negative reactions in the test wells. A service call was performed. The volumes, system pressure and flow rate were adjusted to specifications. The instrument was operating to specifications after the service call. The reactivity of the fya antigen was confirmed on retention capture-r ready-screen, lot g140. Samples were received for investigation testing. One sample was nonreactive in manual and abs2000 testing using retention capture-r ready-screen, lot g140. In manual tube testing the sample exhibited weak reactivity with fy (a+b-) reagent red cells. A second sample was reactive with 2 of 3 fy (a+b-) in manual testing using capture-r ready-screen, lot g140. In manual tube testing, the sample exhibited 2+ reactivity with fy (a+b-) reagent red cells. The sample was qns for further testing. A third sample submitted was qns for testing. The limitations section of the package insert for capture-r ready-screen states: "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed."